Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and verified the reported issue. The se found the display cable was loose at the backplane connector. The se reconnected the cable resolving the reported condition. The se updated the software to the current revision and performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, the status display on a 980 ventilator was blank. The ventilator was not in use on a patient at the time the event occurred.